Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump escape button was worn down completely. Customer¿s blood glucose was unknown at the time of incident. Customer states rewind takes longer when changing infusion sets, battery cap was totally stripped, screen has 3 scratches on it, and also makes it harder to read, more glare and back light was not as bright. Insulin pump makes a loud noise when rewinding and have received an auto off message and will alarm and beep for no reason. The insulin pump will not be returned for analysis.

Manufacturer narrative:
To inform the information was incorrect with the initial report. The correct information has been provided with this report.